Event description:
The patient experienced loss of therapeutic effect and had extra wetting since (B)(6). The patient went to their health care provider (hcp) on (B)(6) and hcp programmed her device but got it too high. It was noted that all of the sudden she was getting shocks, and was screaming in pain, "he kept saying all my fault too high". The patient went home and turned stimulation off. The patient stated that if she left it on at 1.30 she gets zapped in her recliner if she moves her leg. The patient was assisted in turning stimulation down to 0.90 in program1, where it was strong but not hurting. The patient eventually turned stimulation down to 0.70 in program 1. The patient was to monitor symptom. The patient stated that urinary issue was actually better since stimulation was off on (B)(6). Additional information received later on 2015-04-06 indicated that patient received assistance from their manufacturer representative and her concerns were resolved. The patient was walked through it and he was fine. The patient next appointment was scheduled on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0hfzu, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).